Manufacturer narrative:
The reported event of cracked bezels has been opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Customers reporting cracking bezels is a known issue for the devices itemized in this complaint. The attached picture is an example of the issue. (B)(4). No qn or service history was preformed because it would add no value or benefit to the complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that starting with the may, 2017 preventative maintenance inspections of their pump module fleet of (B)(4). No patient involvement was reported.